Event description:
Event description guidant received information that the patient with this implantable transvenous coronary sinus lead reported that it had fractured. Guidant received additional information that the impedance was greater than 2000 ohms and the lead did not have any pacing output. Another guidant cs lead was subsequently implanted.